Manufacturer narrative:
Complaint reference number: (B)(4).

Event description:
It was reported that, after a tka surgery performed on (B)(6) 2023, the patient complained of weakness when straightening the leg, and it was noticed that the lgn ps high flex xlpe sz 5-6 9mm had slipped forward. So a revision surgery was performed on (B)(6) 2023, where the 5-6 9mm was replaced by a 5/6-11 xlpe insert. When the lgn ps high flex xlpe sz 5-6 9mm was taken out, a piece of the insert groove was missing, but no residue was found in the patient's body.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed a piece of the insert groove is missing. The visual also reveals scratches, gouges and discoloration in the surface of the device. The device shows signs of wear. The clinical/medical investigation concluded that, based on the available information with an early revision at 3½ weeks, the ¿sense of weakness when straightening¿ the knee and reported ¿insert slipped forward¿, it cannot be confirmed that the initial size 5-6, 9mm thick insert was successfully locked into the tibial baseplate. Additionally, the replacement with a thicker, 11mm insert suggests joint laxity after the primary implantation; however, this cannot be definitively concluded. Reportedly ¿no residue was found in the patient's body¿ upon removal of the primary insert and the missing piece of the insert groove was not recovered; therefore, it is unknown if the piece of xlpe was retained. No further medical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that improper fixation, and/or migration of the components could cause possible adverse effects. Also, the warnings and precautions section establish that the implant can become damaged as a result of strenuous activity or trauma. The patient should be warned of surgical risks, and made aware of possible adverse effects. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal loading of limb, alignment, size selected, patient anatomy, procedural/user error and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.